Event description:
Depuy acromed rec'd a complaint regarding a doc adjustable depth drill. According to the complainant, the surgeon drilled several holes with no problems. On the last hole that the surgeon drilled, he noticed a csf leak. There was no pt impairment. The pt was released without any adverse effects. The cause of the event was most likely due to the drill collar on the drill stop guide not being tightened adequately. When the drill stop guide is properly tightened, it locks the drill guide into place prior to insertion of the drill. If it is not tightened adequately, the drill guide can slip when drilling the hole. The product was not returned for eval. This event was most likely due to the drill stop guide not being tightened adequately. The complainant was informed of the results of the eval.